Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal steps prior to filing the cartridge. Tandem technical support educated the customer that not performing the air removal steps is off label per the tandem user guide. Customer continued to use current cartridge. Was no reported adverse impact to the customer¿s blood glucose level.